Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that screen of insulin pump become white and sometimes the button did not work after press. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device responded to button presses. No unresponsive button noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, keypad connector, electronics stack and motor had moisture damage. No damage to the keypad assembly noted.